Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient experienced uncomfortable stimulation due to one of the leads had migrated. Surgical intervention was undertaken wherein both leads were repositioned. Therapy was restored post-op.